Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with a confirmed peak blood glucose of 559 mg/dl and high readings for several hours despite recent supply changes, without observed infusion set leakage or kinking. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included user-perceived impact requiring backup therapy with a manual insulin injection and temporary disconnection from the ilet per troubleshooting guidance, without need for medical intervention or assistance. Investigation included complaint handling with troubleshooting and user education, follow-up contact, and review of device use and infusion set status. Investigation of this case revealed no device malfunction reported and no identifiable cause for the hyperglycemia. It was concluded that the event was hyperglycemia with cause unclear, and the user resumed ilet use without further issues. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.